Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216238842, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked from the lemo connector. The mapping catheter was connected to the diagnostic computer and some channel pairs were displaying noise. The catheter was dissected and found that an electrode wire had broken off just above the weld. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.